Event description:
There was 1-2 mm motion of the tibial insert in the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The tibial insert was visually and dimensionally inspected as received. The insert in the as-received condition was assembled onto three baseplates with the results of crisp snap action and full, tight seating using only two-thumbs pressure. The reported 1-2mm laxity was not duplicated as no movement was detected. A review of the device history record for this insert found that all attributes which could have affected this event met design requirements during MFR. A query of the product experience report database found that no other similar event has been reported for this lot of inserts. The exam results although not conclusive in the absence of the baseplate, suggest that this event is not device related.